Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection identified excess white precipitate in the fluid of the bladder. There was no flow observed from the distal luer during an attempt to force prime. Microscopic inspection of the flow restrictor identified evidence of drug residue blocking the fluid path at the distal end of the glass capillary. The cause was determined to be drug precipitation blocking the fluid path. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not infuse in totality. About half of the non-baxter solution remained in the infusor. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.